Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 20 x 2.50 promus premier stent delivery system was used for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluation by MFR: the promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts in the proximal region lifted and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 20 x 2.50 promus premier stent delivery system was used for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable.